Event description:
If the analyzer is operating in a sample measurement mode and the customer is utilizing the sequential (non-barcoded samples) sample identification mode, and data is edited using the analyzer software feature, a database conflict may occur which may result in one sample number being used for two separate sample test results. There is no potential for this event if the analyzer status is stop, pause, or stand-by, which could result in a sample concordance error. There were no injuries reported.